Event description:
Procedure performed: "laparoscopic sleeve gastrectomy or duodenal switch" event description: event date is unknown. "[T]he surgeon shared with me that he had a bleed during a laparoscopic sleeve gastrectomy or duodenal switch because of voyant. The bleed occurred along the superior portion of the greater curvature near the gastrosplenic ligament. The bleed didn¿t actually occur until the patient was out of the or, and then was brought back for revision surgery. The patient remained in the hospital for 9 days. The patient has since been released and is doing fine." As of right now it is unknown if the product is available for return. Additional information was received via email on (B)(6) 2022 from [name], access specialist, applied medical: yes, there was tension. Apparently the dr. Has "inexperienced pa's". When asked if there was eschar buildup on the jaws he responded, "more than likely". The jaws were cleaned "between 1 and 2 times". No alarms were set off. The patient did not exhibit any vascular pathology and the device was not activated on any diseased or inflamed tissue. Still unknown date of the event. Other instruments used include a "(B)(6)". Intervention: "brought back in for surgery" patient status: "the patient has been released and is doing fine."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "laparoscopic sleeve gastrectomy or duodenal switch" event description: event date is unknown. "[T]he surgeon shared with me that he had a bleed during a laparoscopic sleeve gastrectomy or duodenal switch because of voyant. The bleed occurred along the superior portion of the greater curvature near the gastrosplenic ligament. The bleed didn¿t actually occur until the patient was out of the or, and then was brought back for revision surgery. The patient remained in the hospital for 9 days. The patient has since been released and is doing fine." As of right now it is unknown if the product is available for return. Additional information was received via email on 09dec2022 from [name], access specialist, applied medical: yes, there was tension. Apparently the dr. Has "inexperienced pa's". When asked if there was eschar buildup on the jaws he responded, "more than likely". The jaws were cleaned "between 1 and 2 times". No alarms were set off. The patient did not exhibit any vascular pathology and the device was not activated on any diseased or inflamed tissue. Still unknown date of the event. Other instruments used include a "voyant maryland". Additional information was received via email on 15dec2022 from [name], voyant project manager, applied medical: "sorry for any confusion, but there is no product we can return." Intervention: "brought back in for surgery". Patient status: "the patient has been released and is doing fine."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.